Manufacturer narrative:
This report is submitted on january 30, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infections at abutment site, subsequently the abutment was removed. Clinical management is ongoing.

Manufacturer narrative:
It was reported that the infection was treated with antibiotics (type, date and duration not reported).